Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation and use error: observed broken device assessed as surgical damage per rga. Observed a missing piece of shell assessed as inconclusive. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported leaking. Healthcare professional later reported hole on bottom as damage caused by explant surgery. This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported leaking. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced. Damage caused by explant surgery has been reported as "hole on bottom of the device".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, g2, h6.